Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear. Review of the device history records did not reveal any anomalies. The investigation found evidence of third body debris being introduced into the joint space leading to accelerated polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability, with unusually high wear and pitting on the tibial insert.